Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.5 inr at 9:30 am. The customer was retested at the doctor's office on the office's coaguchek xs meter at 1:00 pm and the result was 2.6 inr. A different finger was used for this testing. The customer was not adversely affected. The customer stated she withheld her coumadin until (B)(6) 2017 and then resumed taking 2.5 mg of coumadin. The customer stated that her normal testing frequency is every two weeks but after falling and breaking her ankle on (B)(6) 2017, her doctor wanted her to test more frequently to closely monitor her inr. The customer stated she had no bleeding or bruising other than her falling and breaking her ankle. The customer stated her current condition was "feeling fine." The therapeutic range was 1.9-3.0 inr. The customer was not anemic, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. The suspect meter and one previously used test strip were returned for investigation. Master lot strips were used for testing since customer only returned a previously used test strip. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1: master lot and retention meter / customer meter and master lot strip 3.3 inr/ 3.2 inr. Donor 2: master lot and retention meter / customer meter and master lot strip 2.9 inr/ 2.9 inr. All values were within the specified maximum difference between measurements. No error messages occurred. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The returned and the retention material met the specification.